Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported left side ¿implant exchange with no complaint against the device¿. Later healthcare professional reported "anterior to posterior implant rotation". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6.

Event description:
Healthcare professional reported left side ¿implant exchange with no complaint against the device¿. Later healthcare professional reported "anterior to posterior implant rotation". Device was explanted and replaced.

Event description:
Healthcare professional reported left side ¿implant exchange with no complaint against the device¿. Later healthcare professional reported "anterior to posterior implant rotation". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.